Manufacturer narrative:
It was confirmed that the customer did not allege any patient harm and stated if anything happened to the patient it was not due to the functionality of the device. Philips was later informed that the doctor onsite pressed the discharge button when it should not have been pressed, therefore there was no device malfunction.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event

Event description:
It was reported to philips that while pads were attached to the patient the device discharged a shock on its own (without the shock button being pressed) in AED mode. A patient was involved. The outcome of the patient is currently unknown.